Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had not working. The device would prompt the customer to rewind, but then would continue to rewind despite rewind complete appearing on the screen. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting did not resolve the issue. The device was returned for analysis.

Manufacturer narrative:
The pump was received with a pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify prime/fill anomaly due to pump error 37 alarms.